Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), section e initial reporter occupation, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer discovered that the auxiliary full height drawer was damaged. Some sticky residue had spilled beneath the trays. All the trays were cleaned, but they could not be made to function properly. There were too many trays to replace, so a new full height drawer was obtained from the depot. A field service engineer replaced the drawer. The hardware testing application was configured and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.